Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the general power distributor (gpd). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) called in while off site to report that the operating room (or) staff encountered a "console is overheating" message. He was not able to provide any case information. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed system logs and found errors 88. The procedure was completing as planned with no report of patient injury.

Manufacturer narrative:
The general power distributor (gpd) was installed onto a golden system where the component functioned as expected. Then the golden system was set to run 10 minutes sine cycle, 10 power cycles & sitting idle for 5 days. Once the testing was completed, the system error logs were inspected but no error could be identified. The probable root cause cannot be determined based on the information provided and failure analysis results.

Event description:
Refer to h11 for follow-up information.